Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing pain following a fall which was not device related. The patient underwent a revision procedure wherein the leads were replaced. No device malfunction was suspected, but the patient fell maybe that caused the damage. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional information was received that the type of damages visible to the leads after the patient fell were multiple impedances and uncomfortable sensation on non targeted areas. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain following a fall which was not device related. The patient underwent a revision procedure wherein the leads were replaced. No device malfunction was suspected, but the patient fell maybe that caused the damage. The patient was reportedly doing well postoperatively.